Event description:
It was reported to philips that the device wouldn't pass calibration. There was no report of patient involvement. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were discontinued as of (B)(6) 2013. The end of support date for the device was (B)(6) 2018. The customer was aware of the end of life terms and the device remains at the customer site. As troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established. The customer was aware of the end of life terms and the device remains at the customer site. No further investigation or action is warranted.